Event description:
Device reporting eos in office today. Patient received around 10 inappropriate shocks and ended up in emergency room. Battery reported bos on (B)(6) 2026. Device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2026 device explanted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.